Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1120192 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120192 met the qc criteria. The complaint issue was not found in the retained cassettes. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer didn't get a c or t line with 2 tests she used. She confirmed she did follow the procedure properly and placed the liquid in the s well.